Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced air bubbles anomaly on the reservoir. The customer's blood glucose reading was 329 mg/dl. The approximate sizes of the air bubbles are large. The customer stated that the pump was not rewound with a reservoir in place. The reservoir was not returned for analysis.